Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient was admitted to the hospital due to recurrent syncope. The lead was found to have increased and high threshold. A steroid was given to the patient and the threshold decreased some. However, intermittent non-capture of the lead was also observed. Pocket manipulation resulted in inhibition of pacing. The lead was then explanted as the lead was found to be fully inserted and no problems with the set screw. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary - the full lead was returned and analyzed and no anomalies were found. However, the distal lv (low voltage) electrode of the lead was covered in blood.